Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The uninterruptible power supply (ups) batteries were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the batteries in the uninterruptible power supply (ups) need to be replaced.